Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported receiving "alert 41" during a supply change, followed by repeated ¿unable to proceed¿ alerts that prevented completing a dry run. Battery was at 63%. A replacement ilet with new case was arranged for overnight shipping, and the user will use backup therapy until it arrives. Bg was not affected, and no symptoms during the event were reported by the user at the time of call.